Event description:
It was reported that the customer's insulin pump has been dropped and was damaged. The blood glucose reading was over 150mg/dl. Advised the caller to discontinue the use of the device and revert to back up plan. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump was received with cracked and bleeding lcd glass, broken off end cap, cracked reservoir tube lip, cracked battery tube threads and missing motor.